Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 273040001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient worked that the device had not worked and she was in pain and wanted the device taken out. There was pain and the device never worked since 2012. The patient's relevant medical history includes failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.